Manufacturer narrative:
The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 15-jan-2025. Following j&j medtech procedures, a visual inspection and magnetic test of the returned device were performed. Visual inspection reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and it was recognized and visualized correctly. No magnetic issues or errors were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. Make sure the irrigation holes are not plugged prior to reinsertion. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an cardiac ablation procedure with thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. The catheter was opened, reset, and fast anatomical mapping (fam) and mapping were performed without any issues. The ablation procedure began. The ablation process continued without issues for a long time. Later, during the ablation procedure, when radio frequency (rf) was applied, the catheter started to give a high-force warning and showed highly variable and incorrect contact information. During this time, they did not receive any error messages from the system. The process was tried multiple times with repeated resets, but the problem persisted. Rf was attempted in different locations, but the same issue continued. The catheter was removed from the body and checked; the fluoroscopy device and angiography table were moved away from the location pad. The intermediate cable and cautery pad were replaced, but the problem remained unresolved. The system and smart table were restarted, but the issue persisted. Finally, the catheter was replaced, and the problem was resolved. The procedure was successfully completed without any adverse incidents. No patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-jan-2025, observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 20-jan-2025 and have assessed this returned condition as reportable.